Event description:
Caller reported experiencing a cartridge alarm 20 on july 30, 2025, which was resolved by loading a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to report events related to such alarms in the future, which the customer acknowledged and understood.